Event description:
It was reported to boston scientific corporation that a securi-t percutraneous replacement gastrostomy tube was used during a replacement procedure performed (B)(6), 2011.according to the complainant, during the procedure when inserting the device the internal bolster detached. The procedure was completed with a new securi-t percutraneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be open. The c-clamp was found to be open. The external bolster was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was slightly jagged and torn. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force. Due to the residue found on the device, it is assumed the device was inserted into the patient prior to failure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed for lot 14674246 and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14674246.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed (B)(6) 2011. According to the complainant, during the procedure when inserting the device, the internal bolster detached. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.